Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 17736445.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned as they were kept by the medical facility.